Event description:
During an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the alp had to be repositioned many times due to unspecified electrical parameters that were poor. The helix of the alp became stretched. Due to the prolonged surgical time, it was decided to abandon the alp implant and proceed with a ventricular leadless pacemaker implant only. The patient was stable throughout the procedure.